Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a security switch error message that locked the system up and required a reboot to clear. There is no report of pt injury associated with this event.